Event description:
It was reported that the left ventricular (lv) lead dislodged two weeks post implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2021. Dtma1qq, crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.